Event description:
The customer stated that she received test strips from her supply company. When she opened the carton, she noticed that 2 of the caps on the bottles of test strips were open. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent to the customer.